Manufacturer narrative:
Device evaluation & resolution: the fse noted the error in the diagnostic log however was unable to duplicate the issue. The software was reverted to the previous software revision 2.10 at the request of the customer. There were no parts replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the blower stalled: no patient harm reported.